Manufacturer narrative:
(B)(4). One actual sample was returned for evaluation. The sample arrived out of the pouch and primed. Visual inspection did not reveal any visual irregularities. The sample was underwater leak tested and a leak was observed at one inlet port of the first bifurcated y-site. Therefore, the reported condition was confirmed. An assignable root cause was not determined. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Event description:
A customer reported to baxter corporate product surveillance a 3 lead extension set in which a leak was observed at the y-junction. According to the report, the extension set was clamped off and the nurse attempted to flush the line. The extension set had been connected to the patient for an unknown amount of time. When the nurse applied pressure to flush the line a leak was observed from the y-junction closest to the patient. The extension set had been in use for at least a couple of hours and no leak was observed. The leak was only observed after pressure was applied to flush the line. No separation was observed, and there were no visible cuts or holes. The nurse indicated that the leak originated from the bonded junction. There were no reports of patient injury, adverse events, or medical intervention. The extension set was switched out and therapy continued as normal. No additional information is available at this time.